Event description:
Customer reported the cross arm brake lock is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the brake assembly. System operates as intended.